Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm was confirmed in the insulin pump history due to software error. No interprocessor communication error or pump error noted during our testing. The insulin pump had cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of interprocessor communication error, hardware low level failures and the motor process did not report the pump stroke as finished in reasonable time. The customer's blood glucose reading was 111 mg/dl. The insulin pump was returned for analysis.